Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder arthroscopy the inflow tubing chamber started filling up with a lot of water, resulting in a massive spike in the flow. This resulted that the patients shoulder swelling up, making the surgery very difficult. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.